Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of 50 blunt knives; therefore, the condition of the product could not be verified. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is customer related, caused by using an expired cutting instrument as stated in the initial report description. No further investigative or manufacturing actions are warranted at this time due to the customer using an expired cutting instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during intra ocular lens implantation surgery, two ophthalmic cutting knives were found to be blunt. The surgery was completed on the same day by using another knife. There was no patient harm. This report pertains to one of two reports from the same facility.